Manufacturer narrative:
(B)(4): physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.physio-control further evaluated the removed therapy pcb assembly. It was determined that diodes, designator cr21 and cr 22 were electrically shorted. The shorted diodes prohibited the device from charging for defibrillation.

Event description:
The customer contacted physio-control to report that a service indicator was displayed on their device and an event code was logged. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device would not charge for defibrillation therapy.